Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) was on top of the skin and outside the body. The polyethylene glycol (peg) did not deploy in the femoral access site. Manual pressure for 20 minutes was applied and there was no reported patient injury. An attempt was made to seal the arteriotomy post heart catheterization at the right groin. A 5fr mynxgrip closure device failed. The sealant did not fill the tissue tract. Instead, all of the polyethylene glycol sealant was on top of the skin. Failure of the closure device did not injure the patient. It did however increase patient's bed rest and length of stay. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was used in a diagnostic procedure. There were no anomalies noted at the time. The device was prepped and stored per instructions for use (IFU). The device was opened in a sterile field. The device was inspected prior to use. The user was trained to the device. The device removed from the package accordingly. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation because it was not saved.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) was on top of the skin and outside the body. The polyethylene glycol (peg) did not deploy in the femoral access site. Manual pressure for 20 minutes was applied and there was no reported patient injury. An attempt was made to seal the arteriotomy post heart catheterization at the right groin. A 5fr mynxgrip closure device failed. The sealant did not fill the tissue tract. Instead, all of the polyethylene glycol sealant was on top of the skin. Failure of the closure device did not injure the patient. It did however increase patient's bed rest and length of stay. The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was used in a diagnostic procedure. There were no anomalies noted at the time. The device was prepped and stored per instructions for use (IFU). The device was opened in a sterile field. The device was inspected prior to use. The user was trained to the device. The device removed from the package accordingly. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2203302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.